Event description:
It was reported that the insulation of the lead was cracked. It also was further reported that the lead impedance was 2172 ohms. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies found; full lead was returned and analyzed. Blood/body fluid in/on proximal conductor(not obstructed). Outer insulation breached cut.